Manufacturer narrative:
An empty labeled winding former of product code (B)(4)was returned for analysis. As no suture or needle was returned for evaluation to determine the assignable cause of the performance needle pull off, only were received the empty packet; therefore, the reported failure cannot be evaluated. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent laparoscopic sacral colpopexy on 4/20/2018 and barbed suture was used. The needle was detached from the suture during continuous suturing on the surgical wound of the peritoneum. The needle did not fall into the surgical field and was retrieved. The procedure was completed using like device. There were no adverse consequences to the patient.